Event description:
It was reported that the patient has been recommended to undergo a right knee arthroplasty revision approximately three (3) months post-operatively to address continued instability, severe varus deformity, tibial component subluxation, limited flexion and crepitus. The patient has undergone physiotherapy, magnetic therapy, laser therapy, massage and utilizes a knee brace and cane for walking. Initial operative notes noted no intraoperative complications. However, the patient's discharge summary noted that the patient's knee joint was deformed and deflected with severe varus deformity of the lower extremity noted. The patient was noted to have preserved active knee motion but was significantly limited with moderate hypotrophy of the thigh, a pronounced crunching sound with movement and pain. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a2, a3, a4, b4, b5, b6, b7, d6a, g3, g6, h2, h6, h10, h11.

Event description:
It was reported that the patient experienced unknown complications following right knee arthroplasty. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - vanguard cruciate retaining femoral component right 75mm. Catalog #: 183014 lot #: j7527841, vanguard anterior stabilized tibial bearing 10mm x 83mm. Catalog #: 189120 lot #: 66151333. G2 - report source - foreign: event occurred in russia. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.